Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were removed/broken. The investigation found the device had a cracked right case otherwise good condition. The pump event history showed a motor not running in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during occlusion test. Motor not running error was found at the beginning of occlusion test. Main board is misaligned from extrusion due to incorrect assembly by the user. The root cause of the reported issue was due incorrect assembly by the user. The technician reassembled main board. Replaced worm coupling, worm gear, delrin washer, motor bracket, lead screw and clutch halves for preventive due to parts were found old, dirty and worn out. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that a motor drive error was observed. No patient injury reported.